Manufacturer narrative:
(B)(4). Miscellaneous classification codes do not contain sufficient information to assign a frequency. Therefore, a CAPA request will not be required and incident will remain as correct and trend.

Event description:
It was reported that unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine unknown sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.